Event description:
It was reported that a device check done approximately two months ago indicate that the device battery had an average of 15 months longevity left. However, the device now was at elective replacement indicator (eri). It was questioned why the device tripped eri sooner than the longevity estimator and the reliability of the longevity estimate was questioned. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.